Event description:
It was reported that with the device the balloon burst while being filled. There was no patient involvement, and no medical intervention required.

Manufacturer narrative:
B3 - date of event unknown. No device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.